Event description:
During use for a cardiopulmonary bypass procedure, the level sensor was not alerting when the reservoir level fell below the setpoint. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.